Manufacturer narrative:
Device received with no (act and escape) button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform self test and displacement test due to no button response. No frozen display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. The customer¿s blood glucose level was 260 mg/dl. The customer reported that all the buttons and none would work. It was reported that they had push the buttons on the pump the screen freezes. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.